Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Patient reported being unconscious and waking up in the ER. The pod was removed and patient was only treated in the ER with monitoring of bg levels and blood pressure. The patient was released very early the following morning.